Event description:
It was reported that the customer had issues with cannulas bending or coming out of the site. Customer was in the emergency room due to bad sites. Customer experienced high blood glucose levels and was not able to bring their blood glucose level down. Customer attempted to sample other infusion sets. Customer's father stated that the customer was very active and they have now reverted to injections. Customer was using the continuous glucose monitoring. Customer went to the emergency room on (B)(6) 2014 and her blood glucose level was between 400 and 450 mg/dl. Customer had infusion set issues and high ketones. Customer was not wearing the pump at the time of the emergency room visit. Customer was off the pump prior to the emergency room visit. Customer was not in the hospital. Customer also had an issue with a transmitter not functioning. It was noted that the customer experienced dehydration and was beginning to pass out on (B)(6) 2014. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.